Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage tank and the high voltage surge regulator circuit board were defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed ma sensor failure and was non operational. There was no adverse pt involvement reported. There was no pt information reported.